Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that the device shut down during an emergency resuscitation. The customer reported that the patient died.

Event description:
A customer reported that the device shut down during an emergency resuscitation. The customer reported that the patient died. The customer declined evaluation from a philips field service engineer as the device was determined to be at eol (end of support life). No ECG strips or case events files related to the event were available for review by a philips clinician.